Event description:
It was reported by the caller that they were notified that a patient had passed away post procedure on (B)(6) 2022 from a post procedure bleed at the groin access site. The bleed was not present when the procedure was completed but developed post procedure. The patient was transferred to the operating room for repair but did not survive. No other details were available. Additional information received on the event. The sheath used in the case was an agilis sheath, unknown product code/lot number. A groin hematoma was noted when the drape was removed post procedure. Manual pressure was applied to the groin. The patient was eventually transported to the intensive care unit because of blood pressure issues. Despite manual pressure, the hematoma did not resolve and the patient was taken emergently to the operating room for vascular surgery. Despite these efforts, the patient passed away that night. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).